Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to oversensing in the primary vector. Review of the s-ICD data confirmed the presence of both a power supply (ps) and template lost (tl) codes. Due to the presence of the ps and tl codes, surgical intervention was performed and the s-ICD was explanted and replaced. X-rays originally provided of the system did not show any abnormalities. No additional adverse patient effects were reported. The s-ICD is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the s-ICD was performed. Visual inspection revealed no anomalies. A diagnostic download revealed the device experienced both a template lost (tl) and power supply (ps) codes following a charge completion. The device case was then cut open to reveal the inner circuity, and the battery voltage was measured at 9.33 volts. The battery solder and connections to the high voltage (hv) cap to hybrid and dump resistor to hybrid were inspected and no anomalies were found. The battery and hv capacitor were then removed from the hybrid, where inspection of these components found cracked solder joints on the hv capacitor.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to oversensing in the primary vector. Review of the s-ICD data confirmed the presence of both a power supply (ps) and template lost (tl) codes. Due to the presence of the ps and tl codes, surgical intervention was performed and the s-ICD was explanted and replaced. X-rays originally provided of the system did not show any abnormalities. No additional adverse patient effects were reported.